Event description:
Asku

Manufacturer narrative:
Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. Preliminary analysis revealed the no output and no telemetry conditions were due to low output from the power source. Further testing did not yield any unusual electrical or other properties for a battery at this stage of depletion. Destructive analysis did not provide any evidence of an internal mechanism leading to early depletion. Without the history of the programmed settings throughout its service life, there is not way to determine why the longevity did not match the predicted model.